Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with infection and irritation with sensors. He went to the doctor's office and doctor stated that he was allergic to tape and should not use the sensors. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The information provided with the initial report is incorrect. The customer's blood glucose was 80mg/dl. Which now makes this event not reportable.